Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) which occurred on home choice (hc) during initial drain. The baxter technical representative (tsr) explained the alarms to the home patient (hp). The tsr informed the hp to start over with new supplies and also informed the registered nurse (rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown at this time. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.